Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) wasn't working. The patient stated that their ins was fully charged, but they couldn't get it to start. The patient mentioned that they had a personal therapy manager (ptm) programmer for their infusion pump and thought that interfered with their ins, as they had accidentally put the ptm over the ins instead of the pump. It was further reported that the patient¿s ins was ¿messed up.¿ the patient stated that there was poor communication and they saw a ¿reposition antenna¿ screen on their recharger. The patient last successfully charged their ins about a month and a half to two months prior to the date of this report, which was also when they last felt stimulation. The patient declined troubleshooting during the call as they were in a lot of pain. The patient was to follow up with their healthcare provider (hcp) and/or manufacturer representative to have their device checked. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. It was reported that there was no device issue and the system just needed to be charged. The device was charged which resolved the pain issue. No further complications were reported.